Manufacturer narrative:
Additional information was received on november 30, 2017. The transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. No other biosense webster, inc. Devices were used during the procedure. There were no errors reported on any biosense webster, inc. Equipment during the procedure. The patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the physician initially suspected the guidewire to be a possible cause of the injury. It was noted that although the event occurred during the transseptal phase or left atrial geometry phase, left atrial geometry was not created. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, patient movement was significant. Soundmerge was conducted, transseptal puncture was performed under soundstar guidance, guidewire and sheath were inserted into the left atrium, and left atrial geometry was performed. Patient became hypotensive and a pericardial effusion was detected via soundstar. Patient was transferred to another room and pericardial drainage was performed. There is no information about the hospitalization. Physician indicated that the cause of the adverse is unknown, but the guidewire is suspected. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.